Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented for the reported event with chest pain and that at the time of the event the patient was taking aspirin and clopidogrel. Study medication per protocol was never administered. The event was considered resolved without residual effects and the patient was also discharged on aspirin. Adjudication results indicated stent thrombosis.

Event description:
(B)(4). Same patient as 2134265-2012-02868, 2134265-2012-02869 and 2134265-2012-03230. Same case as 2134265-2013-00130; 2134265-2013-00131; 2134265-2013-00132; 2134265-2013-00133; it was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction and in-stent restenosis. Lesion 1 was located in the mid left anterior descending (lad) artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using a 2.75 x 16 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the proximal left anterior descending artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using a 2.75 x 16 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012 the patient experienced a st-elevation myocardial infarction and cardiopulmonary failure were reported. Three veriflex stents were placed in the lad. In (B)(6) 2012, the patient presented with acute st elevation anterior myocardial infarction and cardiac catheterization was recommended. The patient's cardiac enzymes were noted to be elevated consistent with myocardial infarction. Coronary angiography revealed total occlusion of proximal lad which was treated with balloon angioplasty. The patient was discharged on clopidogrel.